Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor performance with the device resulting in the decision to explant the device. The device was explanted on (B)(6) 2025 and reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.